Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown insert. Additionally, an unknown alumina head and liner were reported. Based on the minimal information received, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Should additional information become available, it will be provided in a supplemental report. Device not returned to manufacturer.

Event description:
It was reported that patient was revised on a right hip due to infection. Head, liner and insert were removed and replaced.